Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment result: the reported event was confirmed. The screw was returned in 2 pieces as the tulip head was disengaged from the thread body. There was deformation on the bottom of the tulip head, on the thread body head and on the cannula opening. Manufacturing history was reviewed and no issues were identified. Conclusion: a root cause of the screw loosing its polyaxility was determined to be inserting the screw too deep into the bone.

Event description:
It was reported that; screw lost the polyaxiality. In the intraoperative moment, the rigidity of the screw was identified.

Event description:
It was reported that; screw lost the polyaxiality. In the intraoperative moment, the rigidity of the screw was identified.